Event description:
Caller reports that 2 days after the device was implanted into the pt, their parent, the pt. Called the manufacturer to report they were "having problems with the pump." The pt. Was advised to continue with the pump and an appt. Was made for 3 days later to have the pump evaluated. 2 days after the pt complained to the manufacturer, they expired. Caller stated they saw pt 1 day prior to their death and pt. Had no complaints. The caller stated that the day of the pt's death, a friend had spoken to the pt and the pt. Was disoriented. The next day the caller went to the pt's home after they were told pt did not show up for work. Pt was found expired. Caller said pt kept a log and the log reported at 1pm on the day of their death that pt had vomited and blood glucose was increased to "5000". Caller was told that pt's death was due to "hyperglycemia". Caller has the pump but requests not to be sent to manufacturer. Caller desires to have pump examined by a private party.